Manufacturer narrative:
Two subject devices were not returned to olympus medical systems corp. (Omsc) for investigation. Although omsc contacted our distributor three times, additional information could not be obtained. As the result of checking the manufacturing records of the same lot, there was nothing abnormal detected. Based on the investigation of the subject devices, the cause of this event couldn't be determined conclusively. However, based on the past similar cases, it was known that the event might occur due to a condition of the patient's mucous membrane or the doctor's handling. Please cross reference the associated complaint files: MFR report: # 8010047-2015-01066.

Event description:
It was informed that the doctor used two subject devices with the electro surgical unit during an endoscopic mucosal resection. Details of the electro surgical unit were unknown. Then both of the subject devices failed to transmit high frequency current. The doctor completed the procedure with another device. There was no other patient injury regarding this report.